Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
Customer reportedly passed out while using the pump; regained consciousness on his own. Customer tested his blood glucose on a competitor's meter and received a reading over 100 mg/dl; called emts. Customer cannot recall the reading on the emt meter but states it was normal. Emts gave customer an IV of unknown fluids and took him to the hospital. Customer does not remember blood sugar levels at the hospital. Customer was kept on the IV and on the pump. Customer stated for the past 2 weeks he has been experiencing lows at the same time every night (12am-3am) and he has been able to eat sugar cubes or peanut butter to return his blood sugars to normal. Customer switched to backup pump; continues to have low blood glucose readings. No product was requested to be returned.